Manufacturer narrative:
Sections with additional information as of 22-mar-2021: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Manufacturer contacted customer in few follow-up calls to ensure the initial concern was resolved. Unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 263 mg/dl. The customer¿s expected fasting blood glucose test result range is 80-130 mg/dl. The customer feels well and did not report any symptoms. Customer stated she was on her way to a doctor's appointment and unable to continue the call. Customer did not disclose reason for doctor's appointment and no further information was provided.